Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board was normal. The pump had intermittent button response due to moisture damage on the keypad trace, minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error and blank display from the insulin pump. The customer's blood glucose level is unknown. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the down button does not work sometimes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.